Event description:
The pharmacy for a v-go patient reported that the patient experienced the v-go device falling off. No additional information was provided and there was no indication that the device was available for return to the manufacturer for evaluation.